Event description:
It was reported that the metal fragments were inside the packaging when it was received at the facility. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Correction: h6; health impact code, this was an out of box failure. Additional information. D4: full UDI is unknown as the lot number was not reported. D9: the product was not accessible for evaluation. H6: the quality investigation is complete.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the metal fragments were inside the packaging when it was received at the facility. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.